Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that patient's left hip was revised due to a dislocated constrained liner. Patient was revised to stryker components. Rep confirmed that only the liner was explanted. Update: sales rep confirmed that it was the constrained liner that dislocated (disassociated) from itself and not from the shell.